Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.5/+4.0/088 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of -11.5/ 4.0/ 88 sphere/ cylinder/ axis in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and significant reduction of irido- corneal angles. A new shorter lens was implanted later and the problem was resolved. Report source: the country this report originated from is corrected from "(B)(6)" to "(B)(6)" in the initial MDR. (B)(4)